Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report#1627487-2018-11456. Reference MFR report#1627487-2018-11465. Reference MFR report#1627487-2018-11467. It was reported that the scs system was not providing adequate relief. High impedances were reported on the lead contacts. CT scan did not reveal anomalies. Surgical intervention is pending to address the issue. It is unknown which lead is liable, therefore all the leads are made reportable.

Manufacturer narrative:
Describe event or problem: additional information was obtained.

Event description:
Device 1 of 4 : reference MFR report#1627487-2018-11456 ; reference MFR report#1627487-2018-11465 ; reference MFR report#1627487-2018-11467. It was reported that the patient had their l2 leads explanted and replaced on (B)(6) 2018. One of the l2 leads was unable to be completely explanted and lead fragments remain. It is unknown which l2 lead remains. Impedance check was performed and the leads at l3 and l4 had none. L3 and l4 leads are working properly. Therapy was restored post-op.